Event description:
Rptr was about to start an IV on a 10 month old baby in ER. Opened the package, removed the needle cap and this is exactly how catheter was - the stylet has punctured through the catheter.